Event description:
It was reported that "it became unable to pace during use. The catheter was replaced." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Catheter body, at approximately 38 cm proximal from the catheter, was tied by string. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was not confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.